Event description:
Bayer case number: (B)(4). Pelvic pain female [pelvic pain female]. Pain and swelling of the arm [swelling arm]. Pain and swelling of the arm [pain in arm]. Persistent anxious disorder [anxiety disorder]. Burnout [burnout syndrome]. Neck pain [neck pain]. Back pain [back pain]. Pai in hip & shoulder [painful joints]. Persistent pain in ankle [pain in ankle]. Chest pain upon breathing [chest pain]. Persistent pain in ankle [pain in ankle]. Supra-malleolus melanoma [superficial spreading melanoma]. Ears itching [ear pruritus]. Metrorrhagia [metrorrhagia]. Headache [headache]. Tinnitus [tinnitus]. Pain in the right lower limb [unilateral leg pain]. Asthenia [asthenia]. Memory disorders [memory disturbance]. Aphasia [aphasia]. Concentration disorders [concentration impairment]. Gastric disorder [gastric disorder]. Hemoperitoneum [hemoperitoneum]. Phobic disorders [phobic disorder]. Memory disorder` [memory disturbance]. Attention disorder [attention deficit disorder]. Speech disorders [speech disorder]. Sick leave [sick leave]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female") in a 46-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of melanoma in 2013, wisdom teeth removal in 1990 and breast conserving surgery, blood pressure high, alcoholism (mother), lung disease, urticaria, varicose veins, tonsillectomy, anorexia, restless legs syndrome, hormone therapy, chemotherapy, radiotherapy, breast cancer and parity 3 (born in 1998, 2001 and 2010). Previously administered products included: androcur depot. The patient had a family history of depression (mother) and heart attack (mother). As concurrent condition the report mentioned body mass index normal. Concomitant products included gabapentine a for restless legs syndrome since on (B)(6) 2023, mirtazapine an, alprazolam ab and tamoxifene (tamoxifen citrate) until 2022. On (B)(6) 2016, the patient had essure inserted. In 2017, she experienced anxiety disorder ("persistent anxious disorder"), burnout syndrome ("burnout") and sick leave ("sick leave"). On (B)(6) 2018, she experienced neck pain ("neck pain") and back pain ("back pain"). On (B)(6) 2022, she experienced a first episode of pain in ankle ("persistent pain in ankle") and chest pain ("chest pain upon breathing"). On unknown date she experienced pelvic pain (seriousness criterion intervention required), peripheral swelling ("pain and swelling of the arm"), pain in arm ("pain and swelling of the arm"), painful joints ("pai in hip & shoulder"), a second episode of pain in ankle ("persistent pain in ankle"), ear pruritus ("ears itching "), intermenstrual bleeding ("metrorrhagia"), headache ("headache"), tinnitus ("tinnitus"), unilateral leg pain ("pain in the right lower limb "), asthenia ("asthenia"), a first episode of memory impairment ("memory disorders"), aphasia ("aphasia"), disturbance in attention ("concentration disorders"), gastrointestinal disorder ("gastric disorder"), haemoperitoneum ("hemoperitoneum"), phobia ("phobic disorders"), a second episode of memory impairment ("memory disorder`"), attention deficit hyperactivity disorder ("attention disorder") and speech disorder ("speech disorders") and was found to have superficial spreading melanoma stage unspecified ("supra-malleolus melanoma"). The patient was treated with surgery (total hysterectomy (+left annexectomy) and laparoscopy) and non-drug therapy (physiotherapy sessions and physiotherapy). Essure was removed on (B)(6) 2025. At the time of the report, the chest pain was resolving. The outcomes for pelvic pain, peripheral swelling, pain in arm, anxiety disorder, burnout syndrome, neck pain, back pain, arthralgia, superficial spreading melanoma stage unspecified, ear pruritus, intermenstrual bleeding, headache, tinnitus, unilateral leg pain, asthenia, aphasia, gastrointestinal disorder, haemoperitoneum, phobia, attention deficit hyperactivity disorder, speech disorder, sick leave and the last episode of memory impairment were unknown. The reporter considered anxiety disorder, aphasia, the first episode of pain in ankle, painful joints, the second episode of pain in ankle, asthenia, attention deficit hyperactivity disorder, back pain, burnout syndrome, chest pain, disturbance in attention, ear pruritus, gastrointestinal disorder, haemoperitoneum, headache, intermenstrual bleeding, the first episode of memory impairment, the second episode of memory impairment, neck pain, pain in arm, unilateral leg pain, pelvic pain, peripheral swelling, phobia, sick leave, speech disorder, superficial spreading melanoma stage unspecified and tinnitus to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 21.644 kg/sqm. [Blood test] on (B)(6) 2025: high level of monocytes. [Ultrasound pelvis] on (B)(6) 2017: normal showing essure in correct position; on (B)(6) 2025: the examination was normal. [X-ray] on (B)(6) 2025: no anomaly observed regarding essure implants. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) pelvic pain female [pelvic pain female], pain and swelling of the arm [swelling arm] , pain and swelling of the arm [pain in arm] , persistent anxious disorder [anxiety disorder] , burnout [burnout syndrome] , neck pain [neck pain] , back pain [back pain] , pai in hip & shoulder [painful joints] , persistent pain in ankle [pain in ankle] , chest pain upon breathing [chest pain] , persistent pain in ankle [pain in ankle] , supra-malleolus melanoma [skin melanoma] , ears itching [ear pruritus] , metrorrhagia [metrorrhagia] , headache [headache] , tinnitus [tinnitus] , pain in the right lower limb [unilateral leg pain] , asthenia [asthenia] , memory disorders [memory disturbance] , aphasia [aphasia] , concentration disorders [concentration impairment] , gastric disorder [gastric disorder] , hemoperitoneum [hemoperitoneum] , phobic disorders [phobic disorder], attention disorder [attention deficit disorder] , speech disorders [speech disorder] , sick leave [sick leave] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female") in a 46-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of melanoma in 2013, wisdom teeth removal in 1990 and breast conserving surgery, blood pressure high, alcoholism (mother), lung disease, urticaria, varicose veins, tonsillectomy, anorexia, restless legs syndrome, hormone therapy, chemotherapy, radiotherapy, breast cancer and parity 3 (born in 1998, 2001 and 2010). Previously administered products included: androcur depot. The patient had a family history of depression (mother) and heart attack (mother). As concurrent condition the report mentioned body mass index normal. Concomitant products included gabapentine a for restless legs syndrome since (B)(6) 2023, mirtazapine an, alprazolam ab and tamoxifene (tamoxifen citrate) until 2022. On (B)(6) 2016, the patient had essure inserted. In 2017 she experienced anxiety disorder ("persistent anxious disorder"), burnout syndrome ("burnout") and sick leave ("sick leave"). On (B)(6) 2018 she experienced neck pain ("neck pain") and back pain ("back pain"). On (B)(6)2022 she experienced a first episode of pain in ankle ("persistent pain in ankle") and chest pain ("chest pain upon breathing"). Essure was removed on (B)(6) 2025. On unknown date she experienced pelvic pain (seriousness criterion intervention required), peripheral swelling ("pain and swelling of the arm"), pain in arm ("pain and swelling of the arm"), painful joints ("pai in hip & shoulder"), a second episode of pain in ankle ("persistent pain in ankle"), ear pruritus ("ears itching"), intermenstrual bleeding ("metrorrhagia"), headache ("headache"), tinnitus ("tinnitus"), unilateral leg pain ("pain in the right lower limb"), asthenia ("asthenia"), memory impairment ("memory disorders"), aphasia ("aphasia"), disturbance in attention ("concentration disorders"), gastrointestinal disorder ("gastric disorder"), haemoperitoneum ("hemoperitoneum"), phobia ("phobic disorders"), attention deficit hyperactivity disorder ("attention disorder") and speech disorder ("speech disorders") and was found to have malignant melanoma ("supra-malleolus melanoma"). The patient was treated with surgery (total hysterectomy (+left annexectomy) and laparoscopy) and non-drug therapy (physiotherapy sessions and physiotherapy). At the time of the report, the chest pain was resolving. The outcomes for pelvic pain, peripheral swelling, pain in arm, anxiety disorder, burnout syndrome, neck pain, back pain, arthralgia, malignant melanoma, ear pruritus, intermenstrual bleeding, headache, tinnitus, unilateral leg pain, asthenia, memory impairment, aphasia, gastrointestinal disorder, haemoperitoneum, phobia, attention deficit hyperactivity disorder, speech disorder and sick leave were unknown. The reporter considered anxiety disorder, aphasia, the first episode of pain in ankle, painful joints, the second episode of pain in ankle, asthenia, attention deficit hyperactivity disorder, back pain, burnout syndrome, chest pain, disturbance in attention, ear pruritus, gastrointestinal disorder, haemoperitoneum, headache, intermenstrual bleeding, malignant melanoma, memory impairment, neck pain, pain in arm, unilateral leg pain, pelvic pain, peripheral swelling, phobia, sick leave, speech disorder and tinnitus to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 21.644 kg/sqm. [Blood test] on (B)(6) 2025: high level of monocytes [ultrasound pelvis] on (B)(6) 2017: normal showing essure in correct position; on (B)(6) 2025: the examination was normal [x-ray] on (B)(6) 2025: no anomaly observed regarding essure implants. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-apr-2026: patient initials updated. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) pelvic pain female [pelvic pain female], pain and swelling of the arm [swelling arm] , pain and swelling of the arm [pain in arm] , persistent anxious disorder [anxiety disorder] , burnout [burnout syndrome] , neck pain [neck pain] , back pain [back pain] , pai in hip & shoulder [painful joints] , persistent pain in ankle [pain in ankle] , chest pain upon breathing [chest pain] , persistent pain in ankle [pain in ankle] , supra-malleolus melanoma [skin melanoma] , ears itching [ear pruritus] , metrorrhagia [metrorrhagia], headache [headache] , tinnitus [tinnitus] , pain in the right lower limb [unilateral leg pain] , asthenia [asthenia] , memory disorders [memory disturbance] , aphasia [aphasia] , concentration disorders [concentration impairment] , gastric disorder [gastric disorder] , hemoperitoneum [hemoperitoneum] , phobic disorders [phobic disorder] , attention disorder [attention deficit disorder] , speech disorders [speech disorder] , sick leave [sick leave] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female") in a 46-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of melanoma in 2013, wisdom teeth removal in 1990 and breast conserving surgery, blood pressure high, alcoholism (mother), lung disease, urticaria, varicose veins, tonsillectomy, anorexia, restless legs syndrome, hormone therapy, chemotherapy, radiotherapy, breast cancer and parity 3 (born in 1998, 2001 and 2010). Previously administered products included: androcur depot. The patient had a family history of depression (mother) and heart attack (mother). As concurrent condition the report mentioned body mass index normal. Concomitant products included gabapentine a for restless legs syndrome since (B)(6) 2023, mirtazapine an, alprazolam ab and tamoxifene (tamoxifen citrate) until 2022. On (B)(6) 2016, the patient had essure inserted. In 2017 she experienced anxiety disorder ("persistent anxious disorder"), burnout syndrome ("burnout") and sick leave ("sick leave"). On (B)(6) 2018 she experienced neck pain ("neck pain") and back pain ("back pain"). On (B)(6) 2022 she experienced a first episode of pain in ankle ("persistent pain in ankle") and chest pain ("chest pain upon breathing"). Essure was removed on (B)(6) 2025. On unknown date she experienced pelvic pain (seriousness criterion intervention required), peripheral swelling ("pain and swelling of the arm"), pain in arm ("pain and swelling of the arm"), painful joints ("pai in hip & shoulder"), a second episode of pain in ankle ("persistent pain in ankle"), ear pruritus ("ears itching"), intermenstrual bleeding ("metrorrhagia"), headache ("headache"), tinnitus ("tinnitus"), unilateral leg pain ("pain in the right lower limb"), asthenia ("asthenia"), memory impairment ("memory disorders"), aphasia ("aphasia"), disturbance in attention ("concentration disorders"), gastrointestinal disorder ("gastric disorder"), haemoperitoneum ("hemoperitoneum"), phobia ("phobic disorders"), attention deficit hyperactivity disorder ("attention disorder") and speech disorder ("speech disorders") and was found to have malignant melanoma ("supra-malleolus melanoma"). The patient was treated with surgery (total hysterectomy (+left annexectomy) and laparoscopy) and non-drug therapy (physiotherapy sessions and physiotherapy). At the time of the report, the chest pain was resolving. The outcomes for pelvic pain, peripheral swelling, pain in arm, anxiety disorder, burnout syndrome, neck pain, back pain, arthralgia, malignant melanoma, ear pruritus, intermenstrual bleeding, headache, tinnitus, unilateral leg pain, asthenia, memory impairment, aphasia, gastrointestinal disorder, haemoperitoneum, phobia, attention deficit hyperactivity disorder, speech disorder and sick leave were unknown. The reporter considered anxiety disorder, aphasia, the first episode of pain in ankle, painful joints, the second episode of pain in ankle, asthenia, attention deficit hyperactivity disorder, back pain, burnout syndrome, chest pain, disturbance in attention, ear pruritus, gastrointestinal disorder, haemoperitoneum, headache, intermenstrual bleeding, malignant melanoma, memory impairment, neck pain, pain in arm, unilateral leg pain, pelvic pain, peripheral swelling, phobia, sick leave, speech disorder and tinnitus to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 21.644 kg/sqm. [Blood test] on (B)(6) 2025: high level of monocytes [ultrasound pelvis] on (B)(6) 2017: normal showing essure in correct position; on (B)(6) 2025: the examination was normal. [X-ray] on (B)(6) 2025: no anomaly observed regarding essure implants. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-apr-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.